Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure the patient developed a pericardial effusion with tamponade. The patient lost consciousness and their heart rate for a short while, requiring chest compressions to be performed. The patient was brought back and was doing fine following these events. The physician tapped the patient and pulled out 400cc of fluid. The patient was discharged home the next day. It was noted that the patient has aortic stenosis, so with the severe blood loss of tamponade, and low flow with stenosis this could have caused a drop in heart rate. It was further reported that there were two partial recaptures performed during the procedure.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Post procedure the patient developed a pericardial effusion with tamponade. The patient lost consciousness and their heart rate for a short while, requiring chest compressions to be performed. The patient was brought back and was doing fine following these events. The physician tapped the patient and pulled out 400 cc of fluid. The patient was discharged home the next day. It was noted that the patient has aortic stenosis, so with the severe blood loss of tamponade, and low flow with stenosis this could have caused a drop in heart rate.